Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed was going into trend on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported the bed was going into trend. It was found the remote was jammed under the bed causing the bed to be in a negative head angle. Removed the remote and stored it properly to resolve the reported event. The progressa+ bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy of percussion/vibration therapy. The progressa+ bed is intended to provide a patient support to be used in health care environments. The progressa+ bed may be used in a variety of settings, including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa+ bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the products, and who have the physical strength and cognitive skills to operate and control the product. This is not a malfunction of the device. An improperly stored hand pendant is likely to cause unintentional use of bed functions due to hand pendant controls being physically pressed by not being stored properly. The hand pendant should be properly stored in its position on opening in the intermediate siderail or head-end siderail to avoid unintentional movement. This issue would be unlikely to cause or contribute to a death or serious injury if this were to recur. User errors are reported when required by the regulation (i.e., when they are associated with a reported death/serious injury or a malfunction that could result in a death/serious injury).

Event description:
Baxter received a report from a baxter technician stating the bed was going into trend on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).